Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for spinal pain indications. The reason for call was patient stated last week they did not have to charge the implanted neurostimulators battery all week long and it only used 10% patient stated they charged it again this past sunday and it has only discharged by 10% again. Pt stated it should be dropping in charge more. Patient stated they used to charge every other day but for the past 2 weeks it is not using the charge as much. Pt connected to the ins and verified they are on group b the amplitude is 0.0. Patient increased the stimulation on group b to 3. 7 and pt is still not feeling any stimulation. Patient mentioned that they have an appt on with the healthcare provider (hcp) and would like to meet with the rep.